Manufacturer narrative:
Evaluation summary the wife of a patient reported that her husband's humapen ergo device was defective and the injection button was stiff and locked. The patient experienced both hyperglycemia and hypoglycemia. Investigation of the returned device (batch (B)(4), manufactured november 2004) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The user reuses needles which may be relevant to the complaint of hyperglycemia.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This spontaneous device case, reported by a consumer, with additional information from another consumer, who contacted the company to report an adverse event and a product complaint (pc) concerns a (B)(6) caucasian male patient. The medical history of the patient included type I diabetes and the physician could not get the correct dosage of insulin glargine in the past. Concomitant medications included: insulin glargine for diabetes. The patient received lispro insulin (humalog), via humapen ergo burgundy clear cartridge holder, four times in a day (reported as 6 iu in the morning, 5 iu in the lunch time, 4 iu in the afternoon and 6iu in the evening), unknown route, reported as in the thigh, arm and belly, for treatment of type I diabetes, beginning in 2008. Approximately on (B)(6) 2013, reported as two weeks before the time of the initial report, unknown exact time after starting lispro insulin treatment via humapen ergo burgundy clear cartridge holder (lot number 0411a01), the patient experienced three episodes of hyperglycemia. It was reported that the blood glucose of the patient was of 350mg/dl (the normal range was not provided). It was reported that the device was defective, once the patient sometimes could inject the dose of lispro insulin and many other times, the injection button was stiffened and locked, and the patient could not inject lispro insulin and due to it, the patient experienced hyperglycemia episodes. It was also reported that the patient was used to prime the pen before injecting the dose, and also, he reused the needle. The patient underwent the blood glucose test at home (but the result was not provided). It was reported that the patient did not receive corrective treatment, however, as the patient received the dose of lispro insulin in the evening, the patient recovered from the event once his blood glucose became regularized. On an undisclosed date, the drug regimen was changed to three times daily (reported as 5 iu in the morning, 4iu each afternoon and 6iu at night). On (B)(4) 2013, while on insulin lispro via humapen ergo burgundy clear cartridge holder, the patient experienced an episode of hypoglycemia (values not provided) and, because of this, patient fainted. This hypoglycemia episode and the faint were considered serious due to medically significant reason by the company. According the reporter, this hypoglycemia episode also happened due to the issues of the device. Following medical orientation, the patient received sugar as corrective treatment and he recovered on the same day. The patient underwent routine exam twice yearly, but the results were not provided (the last exam was performed in (B)(6) 2012). The treatment with insulin lispro was continued. This case was associated to pc number (B)(4). The patient operated the device and he was trained by the physician. The patient used this device model for around eight or nine years, and the reported device for about one week. It was reported that the device was going to be returned, and then an evaluation would be performed to determine if a malfunction has occurred. The reporting consumer did not state a relatedness opinion between lispro insulin and the hyperglycemia, hypoglycemia and faint. However, the consumer stated that the events were due to the malfunction of the device. Update (B)(6) 2013: additional information was received from call center on (B)(6) 2013 (with clarifications) and was processed within initial report. Update (B)(6) 2013: upon internal review, case unlocked to correct suspect device. Update (B)(6) 2013: upon internal review, on (B)(6) 2013, it was determined that case br201304000659 is a follow up of this case. Therefore, case br201304000659 will be deleted from database. All information will be captured on this case and was received on (B)(6) 2013. Updated medical history, laboratory exams, start date of suspect drug, added concomitant medications, added new drug regimen and new batch number, added serious events of hypoglycemia and faint. Updated narrative and correspondent fields accordingly. Update (B)(4) 2013: upon review of this case on (B)(4) 2013, the case was opened to update the medwatch fields. Update (B)(4) 2013: additional information was received on (B)(4) 2013 from the product complaint safety database. Lot number a104357 was corrected to 0411a01 for product complaint (B)(4). Updated the product tab for humapen ergo burgundy clear cartridge holder and updated the narrative with the change.

Event description:
(B)(4). This spontaneous device case, reported by a consumer, with additional information from another consumer, who contacted the company to report an adverse event and a product complaint (pc) concerns a (B)(6) male patient. The medical history of the patient included type I diabetes and the physician could not get the correct dosage of insulin glargine in the past. Concomitant medications included: insulin glargine for diabetes. The patient received lispro insulin (humalog), via humapen ergo burgundy clear cartridge holder, four times in a day (reported as 6 iu in the morning, 5 iu in the lunch time, 4 iu in the afternoon and 6iu in the evening), unknown route, reported as in the thigh, arm and belly, for treatment of type I diabetes, beginning in 2008. Approximately on (B)(6) 2013, reported as two weeks before the time of the initial report, unknown exact time after starting lispro insulin treatment via humapen ergo burgundy clear cartridge holder (lot number 0411a01), the patient experienced three episodes of hyperglycemia. It was reported that the blood glucose of the patient was of 350mg/dl (the normal range was not provided). It was reported that the device was defective, once the patient sometimes could inject the dose of lispro insulin and many other times, the injection button was stiffened and locked, and the patient could not inject lispro insulin and due to it, the patient experienced hyperglycemia episodes. It was also reported that the patient was used to prime the pen before injecting the dose, and also, he reused the needle. The patient underwent the blood glucose test at home (but the result was not provided). It was reported that the patient did not receive corrective treatment, however, as the patient received the dose of lispro insulin in the evening, the patient recovered from the event once his blood glucose became regularized. On an undisclosed date, the drug regimen was changed to three times daily (reported as 5 iu in the morning, 4iu each afternoon and 6iu at night). On (B)(6) 2013, while on insulin lispro via humapen ergo burgundy clear cartridge holder, the patient experienced an episode of hypoglycemia (values not provided) and, because of this, patient fainted. This hypoglycemia episode and the faint were considered serious due to medically significant reason by the company. According the reporter, this hypoglycemia episode also happened due to the issues of the device. Following medical orientation, the patient received sugar as corrective treatment and he recovered on the same day. The patient underwent routine exam twice yearly, but the results were not provided (the last exam was performed in (B)(6) 2012). The treatment with insulin lispro was continued. This case was associated to (B)(4). The patient operated the device and he was trained by the physician. The patient used this device model for around eight or nine years, and the reported device for about one week. The device was returned on (B)(4) 2013. Evaluation showed that the device met dose accuracy and glide (injection) force specifications, and no malfunction was identified. The reporting consumer did not state a relatedness opinion between lispro insulin and the hyperglycemia, hypoglycemia and faint. However, the consumer stated that the events were due to the malfunction of the device. Update (B)(4) 2013: additional information was received from call center on (B)(4) 2013 (with clarifications) and was processed within initial report. Update (B)(4) 2013: upon internal review, case unlocked to correct suspect device. Update (B)(4) 2013: upon internal review, on (B)(4) 2013, it was determined that case (B)(4) is a follow up of this case. Therefore, case (B)(4) will be deleted from database. All information will be captured on this case and was received on (B)(4) 2013. Updated medical history, laboratory exams, start date of suspect drug, added concomitant medications, added new drug regimen and new batch number, added serious events of hypoglycemia and faint. Updated narrative and correspondent fields accordingly. Update (B)(4) 2013: upon review of this case on (B)(4) 2013, the case was opened to update the medwatch fields. Update (B)(4) 2013: additional information was received on (B)(4) 2013 from the product complaint safety database. Lot number a104357 was corrected to 0411a01 for product complaint (B)(4). Updated the product tab for humapen ergo burgundy clear cartridge holder and updated the narrative with the change. Update (B)(4) 2013 additional information received on (B)(4) 2013 from the global product complaint database, added the device specific safety summary, updated the malfunction field to no; return and manufactured date of the device, updated the EU/ca and medwatch fields; and updated the narrative.